Event description:
The lens did not exit the inserter correctly into the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00028 for the lens used with this delivery device.